Event description:
It was reported that deflation slow occurred. The 80% stenosed target lesion containing a <45 degrees bend was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during deflation, the deflation time was slow. The device was removed intact in a deflated state and the procedure was completed. There were no patient complications reported.